Manufacturer narrative:
The investigation is underway.

Event description:
A user facility reported that a patient experienced burns following a procedure to the upper/lower abdomen, flanks and back rolls with the exact location of injury to the right/left flanks and right back rolls. The patient presented at her follow up with large 2nd degree burns with a significant about of seroma to the area. The patient was prescribed silver sulfadiazine 1% and instructed to change wet to dry dressings and re-apply ointment twice daily. The patient''s current status was noted as being monitored twice a week and the discolored area was still prominent. After the sterile field was established, the system was tested before the procedure per the facility's protocol. The vaser probe was checked for pitting and any other sign of wear on the probe and the handpiece. The probe was inserted into a sterile basin containing a sterile saline solution to assure it was working properly. The highest amplitude level used was 70, delivered at 20 seconds per area and they did not experience any system errors or anything out of the ordinary during treatment. 200cc of tumescent fluid was used per area. A 5 ring probe was used for this treatment and it was not the first time this probe/cannula was used. The skin port was not damaged or misaligned and wet towel was utilized to protect the patient''s skin from probe contact. The patient had another treatment in the same area where symptoms were reported. Lipo was performed using the vaser lipo cannulas and renuvion was used after lipo was performed. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The treatment was completed. Available pictures were reviewed. In one picture, an area of inflammation and bruising is visible on right side of the abdomen. In another picture an open wound with large bruise, erythema and inflammation are visible on the same side of the abdomen. It is unknown if permanent damage or scarring will occur.

Manufacturer narrative:
The product was returned and evaluated. Evaluation could not confirm or duplicate the complaint as the user facility described. The system is still functional and all measurements are within specification. No other issues were found. The plant evaluation is underway.

Manufacturer narrative:
Service could not confirm the failure mode. The vaser, ventx, (3) vaser handpieces (vhp), and 2 probes were returned and evaluated by service and engineering teams. The vaser amplifier, ventx system, and probes passed all performance testing. No issues were found during the evaluation of the vhp that impacted ultrasound output. Engineering conducted testing on the vaser amplifier, ventx system, vhp handpieces, and probes. With the exception of the vhp handpieces, each component passed all the performance and/or calibration testing. Evaluation of the handpieces found residue contained above the stack enclosure. This was most likely due to the surgeon not using a nosecone. However, this residue should not impact the ultrasound output during use. Vaserlipo system risk assessment (260-0113hz) lists patient burns as a possible harm to patient if insufficient wetting solution is applied. Wetting solution buffers rise in temperature. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and follow the operating instructions supplied with equipment. Use of this device is limited to those physicians who, by means of formal professional training or sanctioned continuing medical education (including supervised operative experience), have attained proficiency in suction lipoplasty. A review of the manufacturing records showed all requirements were met. The vaser, ventx, (3) vhps, and 2 probes were returned and evaluated by service and engineering teams. The vaser amplifier, ventx system, and probes passed all performance testing. No issues found during evaluation of the vhp that impacted ultrasound output. These events are most likely unrelated to the device based the outcome of the testing performed. Based on the available information, no causal factors can be determined, and no conclusion can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable per document number. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 1003pt. This complaint type was identified within risk analysis and performing within the anticipated rate. Trending will be performed to monitor this issue. No further action is required at this time. No corrective action required.